Event description:
It was reported that the catheter broke during patient use. Reportedly, the product came apart at the y while in use with patient.

Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. Evaluation of the photo samples showed that the catheter appeared to be broken at the distal portion of the shaft. Potential root cause of this failure will be added to dfmea ra0301351 via change request# bm-proj-17687. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open the product using standard hospital technique for handling sterile product. 2. The catheter may be lubricated with standard water soluble lubricant, to facilitate insertion. 3. Insert the catheter following preferred aseptic technique. 4. Once the catheter is correctly seated in the bladder, inflate the catheter with 1.5 ml of sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter broke during patient use. Reportedly, the product came apart at the y while in use with patient.